Event description:
The facility reports while transferring the patient from the bath into chair, the shoulder clip on the sling broke off. The patient slowly slipped to the floor. No injuries were reported.